Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, scope communication error code e226 was shown on the display and thus, no image had occurred. Cause traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented an image malfunction with alternating red and white flickering light, also had a scope communication error e226, and had no image. The issue was found during inspection for use. There were no reports of patient involvement.